Manufacturer narrative:
B3: event date is month/year valid. Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh90t01, lot#serial#: (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that they were getting "multiple error codes while waiting for the bolus." Some of the error codes were 156 and system error 0x50757aj. The patient added the handset gave them the option to either cancel or wait. The patient also confirmed they were experiencing connection lag issues. When asked about the event date, the patient mentioned "the past 2 weeks". The agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. When asked if they wanted to bolus, the patient mentioned they were good right now.